Event description:
Additional information: per the site, there were no device issues that caused or contributed to the patient's right ventricle failure. Additionally, there was no source of bleeding identified that was associated with the patient's drop in hemoglobin.

Manufacturer narrative:
Additional information. Section b5: the patient's previous admission and treatment for right ventricle failure was reported under MFR # 2916596-2019-02215. Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 lvas could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas. No product is available for investigation. The current heartmate 3 lvas IFU lists right heart failure and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This IFU also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date was estimated. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was discharged to a specialty hospital on (B)(6) 2017 following lvad implantation. The patient was progressing with rehab and the perc trach was removed on (B)(6) 2017. The patient then had a drop in hemoglobin which required one unit of packed red blood cells (prbcs) to be transfused. The patient also experienced low flow alarms with consequential discontinuance of diuretics. The patient had a bedside echocardiogram that showed a struggling right ventricle so milrinone was increased to 0.5 mcg/kg/min. Dobutamine was turned off on (B)(6) 2017. The patient was also having some abdominal discomfort. No further information was provided.